Manufacturer narrative:
Device evaluation:the pump has been returned and evaluated by product analysis on 10/08/2014 with the following findings:animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. During a visual inspection of the pump, the battery compartment was observed to be cracked between the battery cap and case seal. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a cracked battery compartment. This report is made based on results of investigation completed on 10/08/2014.